Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 546 mg/dl, 540 at the time of incident and treated with 10 units of insulin and insulin drip at hospital. Customer declined to continue troubleshooting for the hospitalized and diabetic ketoacidosis incident because they was aware, it was due to serter causing bent cannulas on the infusion sets. Customer declined to troubleshooting for the bent cannulas that occurred. Troubleshooting stated that after the hospitalized incident when customer was back home his blood glucose level went up again to over 600 mg/dl and was throwing up. The devices will not be returned for analysis.